Manufacturer narrative:
Alleged failure: failed insulation. Confirmed failure: product repaired by outside facility. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The initial failure of the device was alleged as failed insulation, but upon further investigation it was confirmed that the actual failure was product repaired by outside facility. The confirmed failure mode still constitutes a breach in insulation. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the insulation had been compromised.